Manufacturer narrative:
15 months after successful stent placement in a chronic total occlusion of the superficial femoral artery, the patient was readmitted to the hospital due to stent thrombosis of the target vessel. Angiographies images could not be obtained. The review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the in-process and final inspection requirements. Based on the provided documentation, no device deficiency or manufacturing-related root cause could be identified. The clinical event committee adjudicated the case as possibly related to the study device and the index procedure. Further the occurrence was rated as anticipated adverse event with clinical reason.

Event description:
As part of the (B)(6) study, on (B)(6) 2020 a pulsar-18 t3 peripheral self-expending nitinol stent was successfully placed in the sfa to treat a total occlusion with a lesion length of 320mm and lesion diameter of 6mm. 15 months after index procedure with the pulsar-18 t3 stent system, patient developed a stent thrombosis and a bypass surgery was performed.